Manufacturer narrative:
Additional information was received on 10/8/2020, this complaint has been identified as a duplicate of (B)(4). Date of event is (B)(6) 2020. Patient underwent breast reconstruction surgery with a cpx4 with suture tabs medium height smooth expander. Patient experienced a broken suture tab. Per physician, a small tear was found adjacent to the suture tab. On an unspecified date, patient had a surgical procedure to file the expander. As a result, patient had an explantation on (B)(6) 2020. Catalog: 3509214 lot: 9425755. Implantation date is (B)(6) 2020. Patient¿s date of birth is (B)(6) 1982. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, broken suture tab. H6 patient code 3191: surgical intervention. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with an unspecified tissue expander experienced deflation on an unknown side post procedure. As a result, patient had an explantation on (B)(6) 2020.